Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the retainers that the bottom row of their teeth is not straight. The patient also feels extremely uncomfortable not wearing their aligners on the right side only their back teeth touches and it hurts when they don't wear their aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.